Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Failed circulation pump. Device was primed to fill in decontamination. Error codes 01 patient line open, 02 low flow, 41 low internal flow. Serviced circulation pump as part of the pm. Servicing the circulation pump corrected the reported air and leak problems. A 2000-hour preventive maintenance was performed on the device. The decontamination tech reported a failed mixing pump causing the device to not cool. Tank seals were lifted and torn. Chiller molded y tube was cut 1/2 inch short of specifications. As part of the pm procedure, serviced the mixing pump and replaced the heater, manifold o-rings, and drain valves. Replaced tank seals. Replaced chiller molded y tube. Replaced double bend tube and chiller evaporator outlet tube due to expansion found during servicing. Replaced control panel coin cell due to age and applied a shock sensor to the lower bracket. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting air in the line, and leak in pads error messages on s/n (B)(6). Flow 0lpm, inlet pressure(ip) -0.0psi, circulation pump command(cpc) 100 percentage, pump hours 8767, system hours 9455. Asked nurse to send device to biomed labeled with no flow and use another means for therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting air in the line, and leak in pads error messages on s/n (B)(6). Flow 0lpm, inlet pressure(ip) -0.0psi, circulation pump command(cpc) 100 percentage, pump hours 8767, system hours 9455. Asked nurse to send device to biomed labeled with no flow and use another means for therapy.